Event description:
It was reported by the patient that the remote monitor was not able to reach telemetry with the implanted heart device. The monitor had transmitted successfully in the past. The disposition of the monitor is unclear at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.